Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water from the inlet while emptying the lines. When the cardiopledia is completely switched off and both pumps stopped rotating, the water also stopped leaking out. There was no patient involvement.

Manufacturer narrative:
H.10: the field service technician traced the leak back to the valve block of the cardioplegia bridge. The cardioplegia bridge was replaced and the issue solved. The estimated leaked water amount is 30 ml which is not a massive leak thus, the reported event has been re-evaluated as non reportable.

Event description:
See initial report